Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer reported that they had contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose with insulin pump only. Customer reported that her insulin pump not working properly. Customer called back, stated she was still having high blood glucose. Customer was explained that the insulin pump was tested and found nothing to be wrong. Customer stated the doctor changed her insulin pump's settings but then she was too low and now she was too high with her old settings. The drive support cap appears normal. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.